Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the magnet site, ranging from slight redness to infected tissue are common complications with baha implants. Issues are usually transient and can often be resolved with clinical case management, changing strength of magnet, and/or adding a softwear pad to the sound processor magnet. There are six different magnet strengths available. (#1 being the weakest, #6 being the strongest.). Alternatively, the issue will disappear by itself without intervention. Healing issues are known medical complications with all types of surgery. Issues are usually resolved with clinical and/or medical intervention. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the patient experienced a soft tissue infection at the implant site. The patient was hospitalized and treated with oral and IV antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the internal magnet was explanted on (B)(6) 2025. The internal fixture remains.